Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could not be confirmed. An occlusion was not found during the investigation of the device. The investigation did reveal the presence of biological debris throughout the device. Based on the fact that there was a lot of debris found throughout the device it is possible that an occlusion was flushed out during the sterilization process prior to the investigation. This however could not be confirmed. A review of the lot history records confirmed that this device conformed to the required specs prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the pt's ventricles became enlarged and fluid was not able to flow through the device. As a result the device was replaced.